Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/09/2016 phone call, 05/09/2016 e-mail, 05/16/2016 e-mail. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The bag/vent microswitch was replaced.

Event description:
The hospital reported that, during a case, when switching from mechanical ventilation to manual ventilation, the unit remained in mechanical mode. There was no reported patient injury.